Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported three infusion set connectors were leaky, which led to hyperglycemia. This first occurred on (B)(6) 2010. Pt's t-shirt was wet and he smelled insulin. Blood glucose was elevated, and pt changed his infusion set and delivered a correction bolus through infusion device. The second time this occurred was on (B)(6) 2010. Blood glucose was 300 mg/dl, and pt delivered correction bolus through infusion device. This was not successful and blood glucose elevated to 400 mg/dl. Pt smelled insulin again and changed the infusion set. The third time this occurred was (B)(6) 2010. Pt changed infusion set, and 3-4 hours later, blood glucose was above 200 mg/dl. T-shirt was wet and pt smelled insulin. He changed infusion set and delivered correction bolus through infusion device. Pt changes infusion headset every 3 days and infusion tubing every 3-6 days. Pt did not measure positive for ketones, lose consciousness, or require hospitalization. Target blood glucose is 120-140 mg/dl. Infusion set will be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.